Event description:
During a procedure an endo stitch device malfunctioned and would not securely hold on to the suture. Another device was utilized successfully and no harm or delay in patient care. Ref (B)(4), lot j5k3601ey, exp 09/30/2030.